Event description:
It was reported that this patient experienced pain due to this right atrial (ra) lead. Upon explant, this lead had to be burned out. Evidence suggests that a new ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced pain due to this right atrial (ra) lead. Upon explant, this lead had to be burned out. Evidence suggests that a new ra lead was successfully placed. No additional adverse patient effects were reported. According to additional information, it was stated by health care professional (hcp) that this lead was removed because it was bad. Patient had a leadless pacemaker put in as replacement. No additional adverse patient effects were reported.